Manufacturer narrative:
Merge healthcare has performed a comprehensive investigation and risk to health analysis of the reported issue. The investigation determined that no malfunction of the device occurred, and the health hazard evaluation concluded that the event is unlikely to result in any adverse health consequences. No patient harm has occurred as a result of the events reported by the customer facility. Merge healthcare will continue to follow up with facility staff to prevent future occurrences of the issue. Revised informationcontained in this supplemental report include the following: g6 - indication that this is follow-up report 001. H2- indication of additional information. H6 - investigation conclusion code: removed 4315 and added 4323. This is the final report for 2183926-2024-00016.

Event description:
On 11/14/2024, merge healthcare received a copy of a medsun report. A merge hemo customer site alleged: inaccurate heart rate showing on screen during pacing of patient. Procedure: supraventricular tachycardia (svt) ablation. Merge healthcare requested additional information from the customer for this event. There have been no reports of patient injury or harm because of this issue.

Manufacturer narrative:
Merge healthcare is unable to perform a root cause investigation for this issue. In accordance with the instructions for use, full disclosure data is not saved indefinitely and is not a means of permanent storage. Due to the time elapsed between the patient procedure and the medsun report, the full disclosure files had been purged from the system in accordance with established protocols. Merge healthcare has been investigating other allegations of inaccurate heart rate reported by the user facility. The investigation determined that the merge hemo system is working in accordance with its design and is meeting specified performance parameters. Merge healthcare is working with the customer to resolve external factors in the use environment that are affecting performance of the system.